Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l instaflash needle shielding failed. The following information was provided by the initial reporter; a bd venflon pro safety. When he pulled out the mandrel, the needle guard did not come with it. No patient harm has occurred. Pvk could be used. No personnel were injured. When did the incident occur? Before use. No sample available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-54 during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
A bd venflon pro safety. When he pulled out the mandrel, the needle guard did not come with it. No patient harm has occurred. Pvk could be used. No personnel were injured. When did the incident occur?before use no sample available.